Manufacturer narrative:
This patient received bilateral tmj implants in (B)(6) 2017. After her bilateral tmj replacement, she subsequently had a fall four to six weeks postop, after which she developed malocclusion. This was initially managed with guiding elastics and arch bars; however, her malocclusion redeveloped after the arch bars were removed. All labs and scans showed no signs of infection or implant failure. On (B)(6) 2018, the surgeon explored the joint and discovered a significant amount of soft tissue that had developed in the superior fossa region and posterior to the condylar component. The surgeon removed the tissue and the patient's occlusion was noted to be improved.

Event description:
The surgeon removed periprosthetic tissue that had developed in the patient's left tmj.